Event description:
Home monitoring showed impedance is more than 3000 ohm, pacing failure and inappropriate shock was administered due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10th of june 2024 and 11th of july 2024 recorded an initial pacing impedance of 500 ohms with intermittent drops to less than 200 ohms on 8th of july and at the end of the recording period. Furthermore, a stable shock impedance of 85 ohms was recorded. No iegm episodes were provided. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.